Event description:
It was reported that this implantable pacemaker longevity showed 1.5 years remaining four months ago and recently at five months remaining. Boston scientific technical services (ts) discussed transition from blended capacity consumed to monitoring voltage only and how this can lead to discrepancy in battery longevity. Once transition occurs the longevity remaining is accurate moving forward. Ts then suggested analysis to confirm reason for drop in longevity. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker longevity showed 1.5 years remaining four months ago and recently at five months remaining. Boston scientific technical services (ts) discussed transition from blended capacity consumed to monitoring voltage only and how this can lead to discrepancy in battery longevity. Once transition occurs the longevity remaining is accurate moving forward. Ts then suggested analysis to confirm reason for drop in longevity. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.